Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the fill estimate was noted to be inaccurate multiple times after the cartridge was loaded with cold insulin. It was also noted that the air removal step during the load process was not performed. There was no reported impact to the customer's blood glucose level. The customer later loaded a new cartridge with room temperature insulin and the fill estimate was accurate.